Event description:
An engineering investigation was initiated regarding production failures of the product memory pcb assembly. A failure of the assembly could result in an inability to power a device.